Manufacturer narrative:
Device stuck in motor error alarm due to moisture damage to the motor compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer stated that his insulin pump was not working. The customer also reported that the insulin pump had received motor error and he also reported that there was insulin in the reservoir compartment. The customer was assisted in troubleshooting. The customer was assisted in performing self test and it was reported that the customer could not clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.